Event description:
It was reported that the patient presented in clinic for follow-up. The patient experienced phrenic nerve stimulation. Upon interrogation, the right ventricular lead exhibited loss of capture. The device was reprogrammed.

Manufacturer narrative:
UDI(di): (B)(4).